Event description:
It was reported that the wake button was unresponsive. Reportedly, the customer experienced a low blood glucose (bg) level of 26 mg/dl. Customer consumed carbohydrates to address bg. Pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.